Event description:
Safety angiocath (b/braun) 20 gauge safety did not deploy when removed from hub. Spring left in hub. No needle stick injury. No problem with use of line during case. Removed after case.